Event description:
Ventilator, while on pt, alarmed and was no longer pumping air. Pt's nurse was in the room and started ventilating pt with an ambu bag. Pt was taken to hosp. Ventilator was replaced and pt returned home.